Event description:
The surgery center reported that a laser vision correction patient was presented with folds/wrinkles on left eye (os) at 1 day post-operative exam. The brief description from the account indicated that the wrinkle flap was found on the left eye at a post op exam. The patient was referred to the surgeon who re-floated the flap the same day. The patient¿s comment was that had blur vision. Pre-op; bcva from (B)(6) 2015 right eye pre-op 20/20 -3.25 x -1.50 x 40 left eye pre-op 20/20 -3.25 x -.50 x 130.

Manufacturer narrative:
Additional information: equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In supplemental report #1 the field was left blank. The date should have been (B)(4) 2015.